Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer had allegedly given false negative readings on her son. The device allegedly gave readings that were 3.5°f lower than what was later measured at a doctor's office. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer reported that their thermometer had allegedly given false negative readings on her son. The device allegedly gave readings that were 3.5°f lower than what was later measured at a doctor's office. There were no complications from this incident, and the patient is doing well now.

Manufacturer narrative:
- Attachment: [(B)(4)complaint investigation report photos.pdf]